Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show additional details and the product identifiers provided for the mesh composix e/x used in the (B)(6) 2004 implant. With the current information provided, we cannot determine whether the bard/davol composix e/x hernia mesh may have caused or contributed to the problems experienced due to the patient's history of the gastric bypass surgical procedure and the diagnostic testing results indicating that the patient had a previous erosive gastritis which could have contributed to the problems later experienced. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2004 - this is a patient who is 2 years post gastric bypass procedure. The patient underwent a multi-part procedure with reduction of incarcerated hernia and repair of hernia defect with a bard composix e/x mesh. (B)(6) 2010 - (B)(6) 2010 - patient was hospitalized and admitted for fatigue, weakness and symptomatic anemia. An abd CT scan was performed due to abd pain which revealed a mass posterior to the anterior wall in the mid abd region. (B)(6) 2010 - (B)(6) 2010 - patient was diagnosed post bariatric surgery with migration of hernia mesh with perforation into the small bowel, abdominal abscess and anemia due to blood loss. CT scan of the abd, revealed soft tissue thickening in the epigastric region, which was adherent to the small bowel. Patient had a repeat endoscopy revealing mesh repair encroaching into the small bowel with an area of perforation. (B)(6) 2011 - the patient was admitted through the emergency room with complaints of abd pain, which had been increasing over several days. As reported patient has a past history of a gastric bypass in 2002 and a ventral hernia repair in 2004. Endoscopy revealed gastrogastric fistula and mesh from the previous hernia repair eroding into the roux limb of the gastric bypass with an enterosubcutaneous abscess formed. Patient underwent exploratory laparotomy, removal of infected mesh, repair of gastrogastric fistula, revision of gastrojejunal anastomosis and implant of a bard/davol allomax surgical graft overlay was placed on the anterior abd wall fascia. During the procedure it was noted the abscess cavity was entered and foul smelling thick fluid was removed and direct contact with a mesh enteric fistula was noted into the roux limb of the gastric bypass. The roux limb with the adherent mesh was taken down. (B)(6) 2011 - (B)(6) 2011 - patient complained of sharp abdominal pain, nausea and vomiting with leakage from her feeding tube site. Patient was admitted with gastrostomy tube malfunction. Patient had a CT scan with "partially rim enhancing fluid collection seen along the laparotomy site within the subcu fat. Though this may represent a postop seroma, possibility of superimposed infection cannot be excluded." (B)(6) 2011 - (B)(6) 2013 - patient underwent additional procedures not including the original bard composix e/x mesh implant. Of note there was no mention or visualization of the bard/davol allomax graft during these procedure. Patient had a follow up office visit with no complaints of pain, nausea or vomiting.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2004, the pt presented for a hernia repair which was closed using a dual sided mesh (one side mesh, one side composition material). In 2011, the pt was admitted to the hosp for a lengthy stay and surgery to remove the implant. The attorney's report alleges defective mesh, tissue reaction, infection, pain and suffering, disfigurement.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The atty provided no evidence identifiers for this procedure. This MDR is filed for a bard/davol composix mesh based on the product description. The pt's atty did not allege a specific device failure or pt injury and medical records have not been provided. It is alleged that the pt suffered from an infection. Infection is a known possible adverse reaction listed in the IFU. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.